Manufacturer narrative:
The qc was acceptable, then went out of range, prompting the repeat of the sample. The repeat result was deemed correct. The cause of the event was consistent with a blocked rinse station nozzle and a contaminated sample probe (caused by poor sample handling).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 assay on a cobas 8000 c702 module. Initial result: 2.13 mmol/l. Repeat result: 1.66 mmol/l.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. The field service engineer found that the sample probe was contaminated with debris, and the rinse station nozzle had a fluidic blockage obstructing the rinse flow. He cleaned the sample probe and cleared the blockage within the rinse station nozzle. He then performed checks and qc with successful results. The instrument was performing within specifications. The investigation is ongoing.